Event description:
It was reported that during surgery, the self breaking nut would not break off and another instrument was used to cut the self breaking nut. Two weeks post-op, the patient underwent a revision surgery, due to a repositioning of the implants.

Manufacturer narrative:
The device has been returned to medtronic and evaluation is currently in progress.